Event description:
It was reported that a flogard infusion pump had an air alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of an air in line alarm was confirmed in the alarm log. The cause of the reported condition was due to an air in line sensor being out of calibration. To correct the issue the air sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.